Event description:
End-user cannot get pen needle to "twist off" or get the pen needle to "lock into place."

Manufacturer narrative:
Lot inspection of lot 51433 was conducted. No abnormalities were detected when inspecting the product. Inspection of production processes was conducted. Though no issues were found, the issue would have likely arisen during the heat sealing process. Excessive heat sealing time would cause the cap to weld to the hub, making it difficult to remove the cap from the pen needle.

Event description:
End-user cannot get pen needle to "twist off" or get the pen needle to "lock into place."